Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown but normal according to the customer. The customer stated that the insulin pump stopped working twice. The customer was advised to change the reservoir and infusion sets. The customer changed the sets and cleared the alarm. The insulin pump works as designed. No further information was provided.